Event description:
Patient pushes the plunger and the dialed units is not delivered. Says only half the units comes out ~usually around 15-18 units. When this happen, she simply replaces the pen needle 'tip' as she calls it uses 90-degree injection technique as recommended by her doctor. Injects 1x per day. Uses lantus solostar - injects 37 units, she does not reuse her needles, she has 12 left in the box.